Manufacturer narrative:
Follow-up #1 date of submission 03/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during a visual inspection of the pump, rust was observed on the battery cap and inside the battery compartment. The pump failed a leak test at the battery compartment due to an unrelated battery compartment crack. The pump cover was opened and no further moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition w/ moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.